Manufacturer narrative:
Initial reporter phone: there was a typo in the initial MDR report required phone format, which ''(B)(6)'' was listed. The correct phone format should be ''(B)(6)''. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and duplicated the error. Fss found the advantech printed circuit board (pcb) to be faulty; therefore, he replaced the advantech board and hard drive as a precaution. Fss also replaced the 100ma power supply with updated version 300 milliamps (ma). Fss powered up the system without error and re-set date and time. Fss restored back up and reactivated features. Fss cycled power several times and verified successful boot. Fss performed field service checklist, which the unit passed all functional tests and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The system locks up/blank screen during booting sequence and requires 8+ resets to get it through boot-up. Some resets result in safe mode, errors 2012 (instrument host timeout error) and 2011 (error getting version strings from instrument host). There was no patient involvement reported and no patient treatments delayed or cancelled.